Event description:
During left hip arthroscopic femoroplasty and arthroscopic labral repair, while inserting cannula the tip of the cannula broke off. It was identified immediately, and the piece was retrieved by the surgeon and case was completed. Manufacturer response for flowport cannula, (brand not provided) (per site reporter): field representative onsite.